Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) inspected the system remotely and identified that flex vision computer was not booting. Field service engineer (fse) visited onsite and found that the large screen pc was defective and ippc issue. After reviewing log file fse confirmed failed to initialize all grabber cards. The frame grabber captures the video from the allura system. Upon further troubleshooting, fse found problem with grabber card and full image disk problem. The cause of the flex vision failure could not be conclusively determined by the supplier's part analysis. To resolve the issue, fse replaced host pc, flex vision pc, ippc pc, hard disk and switched to software 8.2.30. After replacement of host pc, flex vision pc, ippc pc, hard disk, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device 's flexvision computer was not booting. No patient or user harm was reported. Philips has started an investigation of this complaint.